Manufacturer narrative:
This is the initial and final report for this complaint. This is one of two products involved with the reported adverse event and are associated manufacturer report numbers 9616099-2013-00649 & 1016427-2013-00130. Complaint conclusion: as reported by the (B)(6) registry during the index procedure the patient experienced an ischemic stroke. The patient experienced behavioral change and left-sided hemiparesis. Onset was sudden. No treatment was provided. Emergency carotid endarterectomy (cea) surgery was not required. The duration is continued and patient will be re-evaluated at an upcoming office visit. Residuals include mild weakness. Pre-procedure nih stroke scale score measured 0 and rankin score measured 0. Carotid artery stenting (cas) was performed on a 60% occluded lesion in the right ostial internal carotid artery with an unknown length and diameter. The arch I type lesion had no documented calcification and tortuosity. The lesion was eccentric and ulcerated. A 6mm basket angioguard device was deployed past the lesion and a 9x40mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis measured 10%. There was no documented presence of air bubbles. Following stent deployment, the neurological deficits including the behavioral change and left-sided hemiparesis appeared. The patient was discharged home two days later with a nih stroke scale score of 3 and rankin score of 1. It was stated the event was not related to cordis product and related to the index procedure. The (B)(6) male patient has a medical history consisting of tia, history of smoking (>5packs of cigarettes), diabetes mellitus, myocardial infarction, and hypertension (systolic>140, or diastolic>90, or requiring medication). High-risk criteria includes chf (class iii/IV) and/or known severe left ventricular dysfunction lvef<35%. (B)(4): - the product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. (B)(4): - the product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure.the act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. Review of the available information suggests that patient factors (history of tia) and/or vessel/lesion characteristics may have contributed to the event. (B)(4): without the return of the devices for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore, no corrective and preventive actions will be taken at this time. Concomitant medications: heparin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel.

Event description:
As reported by the (B)(6) registry during the index procedure the patient experienced an ischemic stroke. The patient experienced behavioral change and left-sided hemiparesis. Onset was sudden. No treatment was provided. Emergency carotid endarterectomy (cea) surgery was not required. The duration is continued and patient will be re-evaluated at an upcoming office visit. Residuals include mild weakness. Pre-procedure nih stroke scale score measured 0 and rankin score measured 0. Carotid artery stenting (cas) was performed on a 60% occluded lesion in the right ostial internal carotid artery with an unknown length and diameter. The arch I type lesion had no documented calcification and tortuosity. The lesion was eccentric and ulcerated. A 6mm basket angioguard device was deployed past the lesion and a 9x40mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis measured 10%. There was no documented presence of air bubbles. Following stent deployment, the neurological deficits including the behavioral change and left-sided hemiparesis appeared. The patient was discharged home two days later with a nih stroke scale score of 3 and rankin score of 1. It was stated the event was not related to cordis product and related to the index procedure.